Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that her husband experienced high blood glucose. The customer¿s blood glucose level was 475 mg/dl. The customer was treated with syringe. The customer also reported that the insulin pump had a blank display and pump error was also found. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, pump had moisture damage motor during visual inspection. The pump was unable to perform operating currents, self test, rewind test and displacement test or verify alarm due to blank display.